Manufacturer narrative:
Checked the machine as do the action as per below:as per tf 231008, we replaced the o2 mixer assembly first and done all calibrations but after that flow sensor calibration and expiratory valve calib failed so we replaced the pressure sensor assembly and done all calibrations .now machine is working fine hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: technical event: 231008 (o2 valve leak). No patient harm occurred. Device removed from patient. Hamilton medical ag clarifiction of event description: the device alarmed with high priority alarm te 231008 (o2 valve leak). This alarm happens, if the o2 supply valve does not close properly. As a result the oxygen mixture can become too high.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective pressure sensor assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event: 231008 (o2 valve leak). No patient harm occurred. Device removed from patient. Hamilton medical ag clarification of event description: the device alarmed with high priority alarm te 231008 (o2 valve leak). This alarm happens, if the o2 supply valve does not close properly. As a result the oxygen mixture can become too high.